Event description:
The patient experienced a loss of therapeutic effect and no stimulation sensation. It was also noted that her stimulation was intermittent and that on program 1 (at 4.5 volts), she felt a "pressure" in which the "vibrations did not feel like they did before". No falls or other trauma were reported. She had a shocking/jolting sensation while on program 2 at 4.2 volts. While on program 3 (at 2.4 volts) "it went from nothing to pain". She felt stimulation at 3.2 volts on program 1 and was going to stay at that setting. Additional information was requested.

Manufacturer narrative:
(B)(4).